Event description:
It was reported that there were frequent patient alerts and that an x-ray shows that the right ventricular pin is not as far back into header as the right atrial and left ventricular pins. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.